Manufacturer narrative:
A correction of the initial report needs to be made. New information received on (B)(6) 2017 made this complaint reportable. The erroneous entry documented on the initial report is (B)(6) 2017. The corrected value is (b)(5) 2017. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. It was reported that the battery would not charge when connected to a battery charger after hours. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed visual examination but failed functional testing due to cell-under-voltage flag, which rendered the battery inoperable. A cell-under-voltage flag is triggered when a cell pair falls below a voltage threshold. Internal inspection of the battery revealed a lifted cell weld, which contributed to the cell-under-voltage flag. The most likely root cause of the reported event can be attributed to a lifted cell weld. An internal investigation has been opened by the supplier to address cell failures and broken/lifted cell welds. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the battery was not charging completely. The battery was exchanged. Analysis determined that the battery cell weld was broken. No patient complications have been reported as a result of this event.